Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit gave an overheating error. They switch the pump off and back on again and it worked. For safety reasons, the customer was advised to switch out with another pump.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer(fse) was not dispatched to evaluate unit. More than three (3) gfe attempts have been performed to obtain additional information and/or product return. No response has been provided, the complaint will be closed and in the event new information and/or device was to become available, the file will be reopened and updated. A follow up MDR will be sent.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit gave an overheating error. They switch the pump off and back on again and it worked. For safety reasons, the customer was advised to switch out with another pump. No harm or injury to patient reported.